Event description:
Ous MDR - boston scientific received information that one day post-implant, this right atrial (ra) lead was found via x-ray to be dislodged. Two days later, a revision procedure was performed. However, the ra lead was not able to be repositioned and was explanted; the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The dates of implant and explant were not provided and it is unclear if the event date is the day the dislodgement happened or the day the lead was explanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.